Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit was not able to mechanically ventilate. There was no report of patient involvement.

Manufacturer narrative:
The customer canceled the call for service and advised that after a reboot of the system, it continues to operate correctly.